Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, fold creases and a weight test of the explanted material was completed and it was underweight. Microscopic analysis of the return device identified an extended sharp opening on posterior side assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening. The reason for reoperation was pain and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side pain and rupture. Device was explanted.